Event description:
Power stretcher would not activate. Stretcher legs were difficult to move in manual mode. No injury to patient.

Manufacturer narrative:
Stretcher is to be evaluated by manufacturer's service company at customer's location, with instructions for service company to contact manufacturer while on site to review findings.